Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 3006705815-2021-05019, 3006705815-2021-05022, 3006705815-2021-05024, 1627487-2021-17613, 1627487-2021-17615, 1627487-2021-17617. It was reported the patient experienced an infection. Surgical intervention took place wherein the system was explanted. Infection was treated with regular ab prophylaxis during surgery, plus extra rinsing with cefazolin during ipg implant plus 5 days of 600 mg clindamycin 3dd. This was prolonged, later switched to floxapen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.